Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 03:44 pm CT. The report number is being corrected from: 2134265-2018-64433 to: 2134265-2018-63230.

Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa and a 21mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and successfully released after all criteria were met. At the end of the procedure it was noted that there was a pericardial effusion with tamponade. Pericardiocentesis was performed; 1700ml of fluid was removed, n07 and 8000 protamine units were administered to the patient. The patient was stabilized and the cardiac surgical staff was requested to take over, but surgery and blood transfusions were declined by the patient due to religious beliefs. The patient was transferred to the intensive care unit(ICU) for observation. No further patient complications were reported. It was further reported that there were no partial or full recaptures during the implant procedure. A perforation lead to the effusion. The patient remained stable in the ICU for three days after which the patient was discharged from the hospital and is doing well.

Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa and a 21mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and successfully released after all criteria were met. At the end of the procedure it was noted that there was a pericardial effusion with tamponade. Pericardiocentesis was performed; 1700ml of fluid was removed, n07 and 8000 protamine units were administered to the patient. The patient was stabilized and the cardiac surgical staff was requested to take over, but surgery and blood transfusions were declined by the patient due to religious beliefs. The patient was transferred to the intensive care unit for observation. No further patient complications were reported.